Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right ventricular (rv) lead exhibited high thresholds and it was noted via scans that the rv lead had moved. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.